Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow, difficult to flush could not be determined. Factors that may contribute to obstruction of flow include, but not limited to, under insertion or improper insertion angle, the marker port not being in the arterial lumen. The reported unsuccessful attempt to flush the device again was possibly due to lumen obstruction/occlusion during insertion of the device. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle was inserted [pre-placed] without issue. The second device was successfully flushed with saline prior to use; however, when the device was inserted into the artery, there was no blood flow from the marker lumen. The attempt to flush the device again was unsuccessful. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.